Event description:
Indication: other chronic obstructive pulmonary disease; chronic obstructive pulmonary disease, unspecified. Pt explained that his nebulizer is blocked despite regular cleaning and that he previously requested a replacement but was informed he was not due for one. The agent confirmed the issue and offered to connect him with the resolutions team. Unknown if patient missed dose. Unknown if patient experienced any adverse events. Unknown if product is available for return. Unknown if md aware. No further information, details, or dates available.